Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient thinks her "pump has come loose since a fall I had the other day." She says the fall was "maybe wednesday or tuesday of last week ((B)(6) 2020) and since then I had a little pain, which I thought was from the fall so I tried to use my ptm on friday evening and it wouldn't work." The patient was helped during the call with using the ptm and she did get a successful bolus. She says she is still having the pain even after getting the bolus. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The patient was redirected to follow up with the healthcare professional (hcp) after it was reviewed that the most likely cause of pump moving, communication issues with controller, and pain are because of the recent fall she had. The patient is going to the hcp soon and they will be doing an x-ray and will address this issue. Th ere were no further complications reported/anticipated.